Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
Healthcare professional reported explantation of an intraocular lens (iol) 2 days following the initial implantation procedure due to the "wrong iol power". The patient reported poor vision. Additional information has been requested however, further information has not been received.